Event description:
Ous MDR - iegm results revealed an unstable r-wave without symptoms. On (B)(6) 2014, the patient was hospitalized for a day. Dislodgement of the lead was not visible (possibly micro dislodgement). The r- wave was unstable, so it was decided to change the position of the lead. Lead itself seemed to be fine.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.